Event description:
On (B)(6), started right fa peripheral IV and removed (B)(6), due to infiltration. On (B)(6), I & d of site (purulent drainage) culture grew (B)(6). On (B)(6), pancreatic abscess s/p drainage likely seeded from bacteremia.